Manufacturer narrative:
Initial report sent to FDA on 09/29/2008.

Event description:
Procedure: gastric bypass. According to the reporter: the jejuno-jejunostomy was performed without problems. A second procedure was performed two days post op, due to a staple line leak. It was noted during the second procedure that staples were not formed properly.